Manufacturer narrative:
Case: (B)(4). The device was not returned for evaluation, but a device history review was obtained for lot number 72784. There is nothing in the device history record that would indicate that the devices were released with any non-conformance's that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2018 by the distributor that sometime in july a facility reported the locking plate on the hercules 3 was found to be cracked during set up of the device. There was no patient involvement.